Event description:
Health care professional reported a repair of the tubing for a lap-band system with an access port kit. They reported "some abrasion was noted near the metal connector." The tubing pieces were discarded and will not be returned. Investigation in progress.

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and the tubing pieces removed will not be returned. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number nor implant date was given. The rptr of the complaint was asked to indicate the product serial number, model number, date of event, implant date, explant date and pt data. The info has not yet been rec'd by allergan. The rptr discarded the tubing pieces when it was explanted and its no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No add'l info has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."